Event description:
Supplemental report is being submitted to indicate the device has been returned and evaluated.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. This report being submitted is a follow up report following the device returning and a lab evaluation being carried out on 28-aug-2020.

Event description:
Supplemental report is being submitted to indicate the device has been returned and evaluated.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-4 of lot # c1656531 was returned to cirl for evaluation open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 28th august 2020. The returned device lab findings and observations can be referred through the attached files. A kink was observed at the 5th porthole on the tapered end. A 0.035-inch wire guide does not pass the kink. Image review: n/a. Document review including IFU review: prior to distribution zebd-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zebd-7-4 of lot number c1656531 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1656531. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use.¿ ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ there is evidence to suggest that the user did not follow the label as per information provided an incorrect wireguide was used. Root cause review: a definitive root cause can be attributed to user error with the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per additional information received a 0.025" wire guide was used. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The reported device was supposed to be used for the placement of erbd via duodenal papilla. After the placement of a wire guide (visiglide 0.025/olympus) at the common bile duct, the physician attempted to make the reported device follow the wire guide. However, the pig-tail part of the stent got kinked, and the wire guide could not pass through the stent. Therefore, another device produced by cadelius was used instead. Patient outcome: no adverse events to the patient were reported. Patient/event info - notes: prefix: (B)(6). For all complaints, ask: does the complaint relate to device placement/device removal/observation prior to patient contact. Please indicate where the device was stored prior to use. Stock in the hospital. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* visiglide 0.025/olympus. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? (Yes). If yes please indicate the procedure performed. Est,the removal of biliary stones. Was the wire guide inspected for damage prior to use? (Yes). Was the device at the centre of the complaint inspected for damage prior to use? (Yes). Did the patient involved exhibit altered anatomy or tortuous anatomy? (No). If not with the device in question, how was the procedure finished? Another manufacturer's device was used instead. Was a straightener used to straighten the stent? Yes).